Event description:
Consumer complaint of lo blood result. Expected blood glucose test result range is not known. Customer feels not well and observed symptoms of weakness and headache. Medical intervention is not required at the time of the call on (B)(6) 2015. Verified storage of product is within instructed specification since they are kept in bedroom. Test strip lot manufacturer's expiration date is 10/25/2016 and open vial date more than 4 months ago; test strips expired. Unable to recall test results from meter memory. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).